Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely unfolded. Blood was noted on the exterior of the iab. Kinks were noted in the inner lumen within the membrane and catheter tubing and along the sheath tubing. Visual examination revealed a datascope .030" guidewire to be in place within the entire length of the inner lumen. The portion of guidewire noted to be exiting the y-fitting was observed to be uncoiled. During laboratory examination, it was possible to remove the original guidewire from the inner lumen with some difficulty (resistance was encountered). Even with the noted kinks in the device, it was possible to pass a laboratory .030" guidewire through the inner lumen without difficulty. It was also possible to aspirate water through the entire length of the inner lumen. Probable cause of difficulty: based on the examination of the iab and guidewire, the inability to advance the guidewire through the inner lumen indicated that the inner lumen may have kinked within the pt (as evidenced by the kinks in the returned device). It is possible that the tip of the iab was within a subintimal space, that the tip lay against the arterial wall occluded by clotted blood, or that a kink, possibly due to a severe vessel tortuosity, caused the rpt'd difficulty. The unraveling/uncoiling of the guidewire in the vicinity of the y-fitting most likely resulted when force was used in attempting to remove the wire from the inner lumen.

Event description:
The guidewire broke in the catheter of the new sheathless iab. The iab was removed and a second was inserted. The following was rpt'd to datascope on 10/20/97: during the normal insertion procedure, the cardiologist attempted to slide the guidewire up through the iab and it lodged up inside the balloon. The cardiologist was unable to advance or pull back on the wire. The iab and guide wire was removed from the pt. The pt other groin was prepped and another iab was inserted without incident. There was no pt injury or complication as a result of the event. It was rpt'd that the pt expired that morning in ICU. The pt was not expected to live. Event complications: none from the event - rpt'd 9/15/97 and 10/20/97. Pt current status: expired - rpt'd 10/20/97.